Event description:
It was reported that while using the bd vacutainer® sst¿ blood collection tubes, there were erroneous k results. No patient impact. The following information was provided by the initial reporter: "customer is receiving erroneous k results."

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. B5. Describe event: it was reported that while using the bd vacutainer® sst¿ blood collection tubes, there were elevated potassium results on an unspecified number of tubes. The samples were recollected and normal potassium results were found. The patients had to be recollected however there was no health impact or consequences reported. D9: device available for evaluation: yes. D9: returned to manufacturer on: 07-dec-2023. H.6. Investigation summary: bd received 1 customer returned sample on the lot # reported(3206576) for investigation. A minimum of 4 samples are needed for clinical testing.. In addition the customer sent 4 tubes from lot 3145851. Additional clarification was requested, but no further information was received regarding this lot #. Therefore retention samples of the incident lot selected from bd inventory were used for clinical testing. The retains were tested and no issues relating to erroneous results were observed: there were no difficulties encountered during blood collection and all tubes exhibited proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure mode (erroneous results-potassium) because the defect was not evident in the testing of the complaint lot samples. Replicates of both retention and control samples were acceptable in terms of both precision and accuracy. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for erroneous results. Bd was not able to identify a root cause for the indicated failure mode. Factors that may contribute to erroneous results were evaluated through a clinical study to verify the design of the device met it¿s intended use. The result of the study showed that the device performed as expected and we were unable to determine any external contributor to this reported issue. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using the bd vacutainer® sst¿ blood collection tubes, there were elevated potassium results on an unspecified number of tubes. The samples were recollected and normal potassium results were found. The patients had to be recollected however there was no health impact or consequences reported.